Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade iii/IV."

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Cont. A.4. Patient weight-143.8lbs. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device was explanted.